Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported her friend used a tampon and the pledget fell apart. She reported her friend was fine. No further information was provided regarding consumer's use of the product and outcome.